Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
On (B)(6) 2014, asnis3 screws were implanted. Patient had removal surgery on (B)(6) 2015. During asnis3 removing surgery, the surgeon tried to remove a 4.0mm screws from the patient bone (patella). However, when the surgeon checked the screw, it turned out that the screw broke in 3 parts, head, shaft and thread. The surgeon could not remove the thread part of the broken screw.

Manufacturer narrative:
The reported incident that cannulated screw asnis iii ø4.0x42mm tl14mm was alleged of issue s-12 (implant breakage after surgery) could be confirmed. Based on the investigation, the root cause was attributed to a user related issue. The complaint summary states that the implant was placed in the patient the (B)(6) 2014 and removed the (B)(6) 2015. Thus between these two dates the implant was in the patient¿s bone for 13 months. Bone consolidation results in 6 to 9 months if there is no particular issue. Therefore, in this event the screw was implanted four months more into the patient patella. During these four months an ingrowth of the bone occurred all across the implant, more patent in the screws thread and head. The visual inspection shows this as: the screw head hexagonal bond is not damaged by the screwdriver. Therefore the screw turned and as the ingrowth was not so significant in the non-cannulated part of the screw it turn over itself and broke. This breakage left the threaded tip inside the bone not being able of turn due to the bone ingrowth across the thread. In the screw head, even though it turned, it was used a pointy instrument to remove it from the bone and thus shows scratches in its external surfaces. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
On (B)(6) 2014, asnis3 screws were implanted. Patient had removal surgery on (B)(6) 2015. During asnis3 removing surgery, the surgeon tried to remove a 4.0mm screws from the patient bone (patella). However, when the surgeon checked the screw, it turned out that the screw broke in 3 parts, head, shaft and thread. The surgeon could not remove the thread part of the broken screw.